Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
Consumer alleging a uti having developed possibly due to not draining bladder fully from use of 421909, a few from sample pack unknown mu/s, unknown lots. Consumer was used to using magic 3 go by bard, this was his preferred catheter and since that was discontinued he was sent the gc glide 421909 to sample as well as the magic 3 catheter by bard. He has two suppliers and "was sampling both alternative catheters at the time recently and is unsure which caused him a recent uti as he thinks both caused him concerns. He has been cathing for 4 years cathing 1 time before bed due to retention from bph, history of greenlight laser and urolift. He said the last time he got a uti was 2 yrs ago, doesn't get them often. He said the magic 3, he didn't think was well lubricated after bursting water sachet and thinks he it was uncomfortable and he would contaminate it with insertion due to difficulty with it. The gc glide he said he said he thinks didn't get his urine out well enough leading to residual urine he suspects getting left behind in his bladder resulting in possibly contributing to recent uti. It was comfortable to place in urethra but since it only had 2 eyelets & not 4 eyelets holes closer to tip placement like his bard magic 3 go he would have to turn/ push/pull the catheter in and out to fully drain his bladder with his stream often starting and stopping when it was fully inserted. He knew he had reached his bladder and he always caths in the standing position. He said he is not sure if it is also due to his anatomy as well with this difficulty however he did not ever have this difficulty with the magic 3 go. He also said he took the sleeve off of a previously used magic 3 and would wipe it off with an antibacterial wipe and place it on the gc glide as he said he liked those sleeves better as the gc glide sleeve was difficult for him to pull over funnel as for his anatomy he needs the full length of the male catheter." Consumer was "advised not to change sleeves on catheters as is breaking the sterility of the catheter, leading to risk for uti. Shortly after trialing both of these catheters he said started to develop fever, chills, body ache. Two days later his chills and fever went away but he had bladder/ urethral burning. He went to md to check urine and they did a urine testing (ua and culture) and he was given pyridum to help with the burning, 2 days later the urine culture came in with an e. Coli infection and he was given 7 days of bactrim he finished last week, feeling better. A recheck of his urine showed he had cleared the bacteria he said." Proper hygiene for catheter placement was reviewed and he was advise to discard any contaminated catheters. He uses antibacterial wipes and performs hand hygiene.